Event description:
It was reported that during an inflatable penile prosthesis (ipp) revision surgery, unspecified device performance issue were encountered. The procedure was completed successfully. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery, due to the device had a fluid leak. The device was removed and replaced. The procedure was completed successfully.